Event description:
It was reported that the doctor explanted crystalens and piggyback lens from the pt's right eye approximately 7 months post implant due to "z syndrome". Additional info has been requested, but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.